Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for ech45s: 1. Was the firing sequences started? If yes, was the firing sequence completed? 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? 8. Was there any difficulty opening the device jaws? 9. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) 10. If the home button was pressed, did the knife fully return to its home position? 11. If the jaws could not be opened, how was the device removed? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Furthermore, the anvil knife slot were noted to be damaged. The analysis showed a knife wing was broken off. The wing of the knife was not returned for analysis. Additionally, the knife was noted as partially advanced, however due to the condition of the device it was not possible to return the knife to home position. No functional test was performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed the log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife when any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98503, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was not working. There was no patient consequence nor surgical delay reported. No additional information provided.